Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4). Analysis: analysis of the lead found ¿the distal end of the lead was bent at the #0, #1, and #2 electrodes.¿

Event description:
It was reported the implanting physician stated the ¿contacts appeared misaligned or bent.¿ it was noted the lead was ¿never implanted¿ and a ¿different product was used.¿ it was further noted the ¿lead never came into contact with the patient, as the lead was evaluated on the back table and deemed unusable.¿ additional information stated the ¿lead appeared to be slightly misaligned through the contacts.¿ it was again noted the lead did not come into contact with the patient. It was reported there was no patient injury or death associated with the event. This event was originally reported in manufacturer report #6000153-2013-00203. All additional follow-up regarding this report will be submitted as part of this report.